Event description:
While testing the unit at the user facility, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the unit was found to have debris around the integrated bearing area. Corrosion and debris contamination within bearings can cause excessive friction and wearing, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device.